Manufacturer narrative:
(B)(4). Medical product: nexgen option gender lps-flex, catalog #: 00576401551, lot #: 63653823;nexgen prolong lps flex articular surface, catalog #: 00596203212, lot #: 63647680. It is unknown whether the product will be returning. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, patient was revised due to dislocation and pain.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical product: tibial component, catalog #: 00598003702, lot #: 63645119; taper stem plug, catalog #: 00596009900, lot #: 63627633; all poly patella, catalog #: 00597206626, lot #: 63622809; palacos r+g, catalog #: 00111314001, lot #: 86184594. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. No devices or medical records were received. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.